Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The cutomer's nurse reported via phone call that patient received sensor error alert on the pump during initialization. Customer's blood gluose at time of incident was 125 mg/dl. The customer's nurse take off the sensor and found out there was no electrode. The customer's nurse agreed to replaced the sensor.